Event description:
The iab was inserted into the pt on 9/16/97 at 1:15 am. On 9/17/97 at 12:30 pm, the dr had difficulty removing the iab from the pt. Bleeding continued one hr after the iab was removed and a c-clamp was on. The pt had decreased blood pressure and required normal saline bolus. The leg was extremely ecchymotic. After the c-clamp was on for two hrs, oozing decreased and the c-clamp was removed. The leg was within normal coloration and the pt's blood pressure was stable. (Event complications: bleeding/decreased blood pressure-reported 3/17/98.) (Pt's current status: discharged-reported 3/17/98.)